Event description:
Reporter called to submit her adverse events after she used dimora silicone foam dressing. She said she applied the dressing on her left shin last night. When she was removing it this morning, the bandage off, it tears her skin and also there was bleeding. After she cleaned her wound, she applied another one and the same thing happened. She said when she examines the tape, the adhesive is on the pad itself not on the edges to keep the tape attached to skin.

Manufacturer narrative:
1.the layer of the silicone foam dressing which contacts with the skin directly is the silicone net contact layer. It provides gentle adhesion and secure fixation, minimizes pain and trauma without damaging the wound or surrounding skin when dressing changes, and enhances patient's comfort. With low adhesion, the silicone foam dressing would not tear the skin under normal circumstance. 2. Due to not lot provided, we have checked the adhesion of all batches which within the validity period. It is found the adhesion of the dressing is all within 0.5n/cm, which meet our internl standard requirement. 3.the IFU of the product has also mention of the intended use and contraindications during the use. 4.the principle of the dressing is providing a moist wound healing environment to accelerate the wound healing. And the product is used for wound with medium to high exudation. For the wound of dry or with less exudation, the wound should be very fragile and not suitable for applying the dressing. The adhesion of the silicone would decrease while contact with wet wound, but for the dry wound, it might tear the skin and cause the bleeding. Therefore, it is suspected that the wound of the customer was relatively dry and could not use the silicone foam dressing.